Event description:
While servicing a coulter® lh 780 hematology analyzer, a beckman coulter field service engineer (fse) identified the ls (light scatter) offset was high for the reticulocyte parameter. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the ls (light scatter) offset was high for the reticulocyte parameter. The fse replaced a faulty flowcell and reticulocyte clearing pump resolving the issue. (B)(4).